Event description:
The report received from the affiliate indicated that seven days after the index procedure, the pt complained of chest pain while in the hospital. Coronary angiography was done and thrombus was observed in the two previously implanted and distally. The sub acute thrombosis was treated by balloon angioplasty/details unk. The physician's comment regarding a possible cause of the thrombotic event was that the stents were under-dilated due to the lesion being long and calcified with a small vessel diameter. Additionally, the pt's constitution, diabetes, and three-vessel disease could also be causes of the adverse event.

Manufacturer narrative:
The index procedure was an emergent case due to an acute myocardial infarction (mi). The lesion was the proximal/mid left anterior descending (lad). The lesion was reported to be: de novo, calcified, eccentric, 52 mm length, 2.8 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.25 x 15 mm balloon at 16 atm for 10 sec. A cypher 2.5 x 28 mm stent (stent #1) was implanted at the distal lesion at 16 atm for 30 sec. An add'l cypher 3.0 x 28 mm stent was implanted at 12 atm for 15 sec in overlapping fashion. The stents were post-dilated with a 2.5 x 15 mm balloon at 18 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was unk and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2008-02145 and #9616099-2008-02146.